Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Customer declined troubleshooting with tandem technical support. There was no reported adverse impact to the customer¿s blood glucose level.